Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that with pocket manipulation and isometric palm press, noise was observed. It was reported the device exhibited low lead impedance. The atrial asc was changed to fixed atrial sensing and most of the noise was diminished.